Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm recycled the power, and identified atmospheric and shuttle transducers within tolerance at -2, and -1, respectively. The stm recycled power again and identified the same values, thus inconsistent with the first readings upon initial power up. The customer has been experiencing issues with maintenance required code #1, which correlates with transducers being intermittently out of tolerance. The stm replaced the suspect front end module and cable clamp. The stm then identified old traces of saline on replaced front end module. The stm calibrated the transducers and ran the unit for about an hour without surfacing error codes. The stm did not identify transducer offset drifting upon recycling power occasionally. The iabp was then calibrated and passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical tests fails code #1. It was later clarified that the iabp actually displayed maintenance required code #1 during the event. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The removed front end module board was returned the getinge national repair center (nrc) for further evaluation. The senior repair technician inspected the board and observed white residue starting around u51 and running down the board to other components to the bottom of the board. The technician installed the board into the cs300 test fixture and tested to factory specifications per cs300 service manual. Testing failed and the reported failure "atmospheric and shuttle transducers are drifting out of tolerance" was verified. Based on past experience, the technician determined that the white residue is consistent with saline. The board was scrapped and retained in the nrc per procedure.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical tests fails code #1. It was later clarified that the iabp actually displayed maintenance required code #1 during the event. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.